Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had issues with draw volume. This occurred on 7 occasions after use. The following information was provided by the initial reporter: customer reported: well, these blue vacutainer then. I¿ve been working as a nurse for ten years this year. At the beginning of my career, these vacutainers were made out of glass, and most likely to break during transports via air pressured posting pipes at the hospitals. Very happy when these were converted to plastic and more safe to handle. But, and this is a but - really¿ the frequency in blue vacutainers being faulty is massive. And this has been so since first introduced. Most common: the vacutainers will not fill up to the marking indicating adequate amount. The vacutainer will fill up over the marking indicating adequate amount. The fluctuating quality in these vacutainers is frequent, and the last two, three badges has been a problem to us yet again. If we get the vacutainers to lab, we will get the comment ¿not filled to the adequate amount¿, for sure. But also we¿ve had comments from lab that the vacutainer is overfilled, and they ask if we in some way has filled one vacutainer with another, and no, we wouldn¿t do that for obvious reasons, the result would be crazy. So at this time, usually we use three, sometimes five vacutainers to collect one, with the correct amount of blood. And we must say, that is not acceptable. Yesterday I spent seven vacutainers trying to get the proper test done to two of our patients taking warfarin. And no, that was not in the cards that day. We use only (bd) materials concerning needles (regular and butterfly), vacutainer holders etc. We use other vacutainers, for other type of tests, before trying to fill the blue one. We never use the blue vacutainer as the first one, using the butterfly-needle, due to the tube might be a concern. To not be able to fill the vacutainer as it should. This is actually a known fact, in general nursing pop. At least since I took my degree, that the blue vacutainers is unreliable. No joke.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, the date of the event, of the complaint was (B)(6) 2019, whereas the expiry date of the lot number involved was 31st march 2019. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had issues with draw volume. This occurred on 7 occasions after use. The following information was provided by the initial reporter: customer reported: well, these blue vacutainer then. I¿ve been working as a nurse for ten years this year. At the beginning of my career, these vacutainers were made out of glass, and most likely to break during transports via air pressured posting pipes at the hospitals. Very happy when these were converted to plastic and more safe to handle. But, and this is a but - really¿ the frequency in blue vacutainers being faulty is massive. And this has been so since first introduced. Most common: the vacutainers will not fill up to the marking indicating adequate amount. The vacutainer will fill up over the marking indicating adequate amount. The fluctuating quality in these vacutainers is frequent, and the last two, three badges has been a problem to us yet again. If we get the vacutainers to lab, we will get the comment ¿not filled to the adequate amount¿, for sure. But also we¿ve had comments from lab that the vacutainer is overfilled, and they ask if we in some way has filled one vacutainer with another, and no, we wouldn¿t do that for obvious reasons, the result would be crazy. So at this time, usually we use three, sometimes five vacutainers to collect one, with the correct amount of blood. And we must say, that is not acceptable. Yesterday I spent seven vacutainers trying to get the proper test done to two of our patients taking warfarin. And no, that was not in the cards that day. We use only (bd) materials concerning needles (regular and butterfly), vacutainer holders etc. We use other vacutainers, for other type of tests, before trying to fill the blue one. We never use the blue vacutainer as the first one, using the butterfly-needle, due to the tube might be a concern to not be able to fill the vacutainer as it should. This is actually a known fact, in general nursing pop. At least since I took my degree - that the blue vacutainers is unreliable. No joke.